Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery indicated a full charge but when inserted into the patient's freedom driver, the driver immediately exhibited an onboard battery alarm. The customer also reported that there was no reported adverse patient impact.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The battery was tested and successfully passed all sections and exhibited no anomalous behavior throughout the testing. It was also tested in two freedom drivers where it successfully powered both drivers with no alarms. The customer-reported issue of the battery displaying a full charge outside the battery charger and causing an immediate alarm in a driver could not be reproduced. The battery performed as intended and there was no evidence of a malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery indicated a full charge but when inserted into the patient's freedom driver, the driver immediately exhibited an onboard battery alarm. The customer also reported that there was no reported adverse patient impact.